Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pace impedance measurements along with oversensing, loss of capture and pacing inhibition. There was no asystole. An invasive procedure was performed to abandon the lead. The device was explanted. A new device compatible for a quadripolar lead was implanted successfully. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the lead was not tested with a pacing system analyzer (psa) at the procedure. The lead/header connections were not checked. No adverse patient effects were reported.